Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2010 - the patient underwent a ventral hernia repair, a composix ex mesh was implanted in this procedure. On (B)(6) 2013 - the patient had this mesh removed after it was found to be allegedly obstructing his small bowel. The attorney alleges the patient experienced continued physical pain, additional surgical procedure, explant, obstruction and disability.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2010 - the patient underwent a ventral hernia repair, a composix ex mesh was implanted in this procedure. (B)(6) 2013 - the patient had this mesh removed after it was found to be allegedly obstructing his small bowel. The attorney alleges the patient experienced continued physical pain, additional surgical procedure, explant, obstruction and disability. Addendum per provided medical records: (B)(6) 2010 - the patient was diagnosed with ventral hernia was scheduled for laparoscopic repair using a composix e/x mesh. Per the operative report details, the adhesions were removed. "The patient had the ventral hernia, then had severe weakness of the entire abdominal wall. An 8 x 10 cm mesh (composix e/x mesh) was selected, placed intra-abdominally¿ all incisions were closed with vicryl and monocryl." (B)(6) 2013 - the patient was diagnosed with small bowel obstruction, adhesions and was scheduled for laparoscopic-open repair. As per op-notes, omental adhesions were seen through the mesh and were taken down. "On the right side of the mesh at the point where the obstruction appeared to be, there was several loops of small bowel that were adhesed... I elected to convert to open... Sharp dissection used to go through the mesh... There was 1 area that was quite thin, appeared to be a full thickness opening here. This was the area that was quite thinned against the mesh, appeared to be from chronic rubbing of the small bowel against the mesh... And closed the area with vicryl.¿ then the small bowel was resected and anastomosed. Small bowel, fascia and mesh were closed with a running looped #1 pds starting at each end, tying in the middle. Attorney alleged that the patient experienced adhesions, bowel obstructions, emotional injuries, abdominal pain, sickness.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided: based on the information received, no conclusions can be made. Adhesion is a known inherent risk of surgery and is listed in the adverse reactions section of the instructions-for-use, supplied with the device as a possible complication. Updated fields: a2, b2, b4, b5, d4, e3, g1, g3, g6, h2, h6, h10. Corrected fields: d6b. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned